Event description:
It was reported that on (B)(6) 2024, a 6f amplatzer torqvue delivery system was chosen for procedure to implant an amplatzer duct occluder. After deploying the occluder, the device was not able to be retracted back into the delivery sheath. The disc would not go back into the sheath. An exchange system was used, and the device was able to be fully retracted prior to removal from the patient. After the sheath was removed from the patient, it was noted that there was a small kink at the opening of the sheath, which was the reason why the device could not be retracted into the sheath. The device was replaced with another 6f amplatzer torqvue delivery system. There were no reported adverse patient effects. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty retracting and a kink on the delievry system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.